Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a blank display. Also, the pump was received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display after moisture exposure. The patient swam while wearing the insulin pump and water got into the battery compartment. The patient's blood glucose at the time of incident is unknown. The battery was replaced but the home screen did not appear. The insulin pump was returned for analysis.